Manufacturer narrative:
This report is submitted on july 09, 2024.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported) for unknown medical reason. The patient was also treated with topical steroid to clean the area around the abutment for 3 days (specific date not reported). The implanted device remains.